Event description:
It was reported that the patient received an electronic error message on the blood glucose monitor and later experienced hyperglycemia. On (B)(6) 2026, the patient received an unknown blood glucose result at 9:00 a.m. The blood glucose monitor displayed the electronic error message between 11:00 a.m. And 12:00 p.m. Around 7:00 p.m. On the same day, the patient went to the hospital and the blood glucose level was 596 mg/dl. The patient was treated with an unknown insulin drip. It is unknown how long the patient was in the hospital.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.